Event description:
Product was returned as an implant failure after 4 months. Based on the report, the patient's oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional one stage on tooth #23. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed, due to the patient's bone condition.

Manufacturer narrative:
Based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition may have contributed to the device's failure to osseointegrate. (See scanned pages).